Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was having problems and had to see if what they were going through was typical or something anomalous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration, not reported via an implantable pump. The indications use were not reported. The patient¿s medical history included cancer. The patient reported that they were implanted sometime between 2 months ago or maybe a little longer. The patient stated they were not getting therapeutic effect for a while. Then the therapy started helping and he finally started feeling a little better. On (B)(6) 2018, the patient saw their healthcare provider and told him that he was feeling better but still far from being perfect and he could use a little more. Per the patient the healthcare provider said ¿eventually you will¿ and upped the patient¿s dosage a little bit, referring to it as being ¿30%¿. Today, the patient¿s pain was worse again, a lot worse. It has been really painful, the pain level is quite severe. The patient was very concerned about his pain and didn¿t want to have some severe reaction. The patent stated they were scared. The patient¿s pain initially came from a botched cancer operation and he had been dealing with the pain for 24 years. The patient stated that he came very close to wanting to take his life in the past. The pain could be very serious. The patient was just hurting so bad. The patient wanted to know if this ever happens and whether he or the healthcare provider could be doing something wrong. The patient had called their physicians office a couple of times and they said the healthcare provider would call them back. Per the patient the healthcare provider was hard to get a hold of. The requested physician listings. No further complications were reported. Additional information was received from the patient. It was reported that the patient was in so much pain he didn't recall speaking to the patient services specialist (pss) before. The patient reported that he was very close to killing himself, he'd been in severe pain for 24 years. He reported that his doctor wasn't being helpful enough and that if he couldn't get help, killing himself would be his last resort, but if pss could get him in touch with someone who would help, then it would be over. The patient declined a transfer to a crisis hotline. The patient reported that "when I first saw your dvd, I thought 'finally after all these years I'd get real relief' and was so hopeful." The patient would check his mailbox for healthcare professional listings and call ps back if he had not received them. The patient called back reporting he had not received physician listings; pss emailed and mailed listings to the patient. The patient reported that the pump was not functioning well enough; people would ask him why he was crying and screaming; it was because he hurt so bad. The patient's doctor told him the pump was a far more effective way of getting medication in the body. The patient's cancer left him in "such agony." The patient had been suffering since 1994. The patient just had his pump put in 3.5 weeks ago. No further complications were reported. Although the patient reported that he was implanted approximately 2 months ago from this report date, device implant data indicated the patient was implanted with a pump on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had tried different medications in his pump and none of them had worked at all, the patient was still in a lot of pain. About 10 days ago, the doctor changed the drug in the pump to fentanyl (unknown concentration and dose); however, the patient was still not getting desired pain relief. The patient thought there was another drug used between the morphine and fentanyl; however, the patient did not have a very good memory and could not recall what it was. The lack of pain coverage was an ongoing issue. The patient had discussed concerns with the managing healthcare professional (hcp) however he was very difficult to discuss things with. The patient requested hcp listing to seek a second opinion. The patient mentioned that he had a post-nasal drip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had heart palpitations starting at 5 or 6 am the morning of (B)(6) 2018 (this was the 2nd or 3rd time this had happened). The patient said it felt like his heart was being pounded and it was "heavy activity" in the patient's heart. The patient said he did not have any pain in his shoulder. The patient said he was very ill and for the last couple weeks he had been vomiting too. The patient said the doctor "with drew" his pump for financial reasons, the patient's insurance was no longer covering it. The patient said he had not tried to contact his insurance. The patient was not sure if there was medication in his pump or not. The patient first said the doctor "with drew" the pump several days ago, then said it was about a week ago, and then said it might have been monday ((B)(6) 2018).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was having problems getting enough fentanyl.